Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the past year, shock impedances on this implantable cardioverter defibrillator (ICD) were measured high and out of range greater than 125 ohms. A commanded shock was performed and the measured impedances remained out of range. A revision procedure was performed and this ICD was explanted. The ICD will not be returned. No additional adverse patient effects were reported.